Manufacturer narrative:
The results of this investigation concluded tearing was observed in all three leaflets. Fibrous pannus ingrowth was found on the sewing cuff adjacent to leaflet 3, and leaflets 1 and 2 were found to be fibrotically thickened. No inflammation or significant calcifications were observed. No evidence was found to suggest the cause of the leaflets tears, pannus, and fibrous thickening was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, an aortic valve replacement (avr) was performed and this 23 mm trifecta valve was implanted. On (B)(6) 2016, a re-do avr was performed due to aortic regurgitation. Upon explant, the non-coronary cusp appeared to be torn from the nadir toward the free edge on the right coronary cusp side. No pannus or calcification was observed. A 23 mm tissue valve from another manufacturer was implanted. Postoperatively, the patient was reported to be in stable condition.